Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-sep-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. No handpiece was received as part of this return. Complaint issue "stuck in cartridge" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. There is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) was implanted and explanted right away due to a loading problem. It is unknown if a back-up iol was implanted into the patient's operative eye. Patient status post-procedure is also unknown. No further information is available.